Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 122 mg/dl. The customer's blood glucose level was 317 mg/ dl. Reportedly, customer used the cartridge for 4 days. Tandem's technical support educated customer on cartridge/insulin labeling. The pump supplies were changed to address the issue and insulin delivery was resumed.